Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the j702 connector was not properly seated. The root cause of the improperly seated connector cannot be positively identified. The improperly seated connector cannot be ruled out as a potential contributing cause of the service code 204. No adverse event resulted from the improperly seated connector.

Event description:
A u.s. Distributor contacted zoll to report that a patient's device produced service code 204.